Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the pt had been combing her hair and thought she nicked the incision site. The physician decided to perform exploratory surgery due to redness and the appearance of infection. The physician explanted the leads and prescribed the pt antibiotic. The pt was reportedly doing fine.